Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was over 500 mg/dl. Customer changed all supplied and resumed insulin to address bg and resolve the issue.